Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the system power buttons were flashing blue and that the system would not operate. The fse replaced the common compute controllers (ccc) to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system powered up and the console power button was blinking blue. The staff had tried to power cycle the system and reseat the fiber cables with no change. The technical support engineer (tse) walked the staff through a hard power cycle of the system, but the issue persisted. The patient was under anesthesia. The procedure was converted to another da vinci system no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the patient was under anesthesia after the ports had been placed. There was no harm to the patient. The procedure was converted to a da vinci xi system and completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The common computer controller (ccc) board from the tower was analyzed and found to have no functional issues when installed on an in-house system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The console common compute controller (ccc) was analyzed and the reported issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via the error logs. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was determined to be a bricked ccc.

Event description:
Refer to h11 for follow-up information.